Manufacturer narrative:
A device history record review for the reported lot shows that the product was released as per specifications. A product sample was received for evaluation. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe failed to cut during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.